Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician was unable to reproduce the problem described by the customer. All voltages and connections were checked and found to be working correctly. The level sensor was found to be defective and was replaced. The level sensor was returned to maquet cardiopulmonary ag for investigation. The investigation stated that the "no comm" error refers to a pump communication error, meaning that communication with the control panel was lost. This type of error is not caused by the level sensor. The level sensor was tested and found to be working properly. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) hopital, during an ecc procedure, the customer reported that for the vario twin hl20 4-pump (article number: 70104.3262, serial number: (B)(4)) the hl20 stopped displaying any values, but only showed asterisks, and they received a "no comm" message on the arterial pump, which was connected to the control panel. The customer continued to use the arterial pump without the benefit of the display. After 30 minutes the control panel restarted by itself. (B)(4).